Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed to replace the system for a malleable. There were no patient complications.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.